Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of the recharger (c0577162) found that there was a broken connector pin in the cable assembly.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the desktop charger (dtc) connector pin was broken. The patient stated the ins battery was dead and they cannot charge. A replacement dtc was sent. No further complications were reported/expected.